Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel of the bd plastipack¿ syringe was broken. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
DHR, quality notification and maintenance records were analyzed and no occurrences potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe plunger flange damaged. The potential cause for the problem is a jam at syringe assembly station. As internal action for product quality, improvement will be performed for the defects of damaged components and leakage.

Event description:
It was reported that the barrel of the bd plastipack syringe was broken. There was no report of exposure, injury, or medical intervention.